Event description:
It was reported that a spectrum pump constantly displayed the close door message in the medical surgical care area. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message, which was reproduced. The messages were found to be caused by a failed lower door switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.